Event description:
An electromechanical ambulatory infusion pump quit working while in use. There was no pt injury. No additional info was provided, which alleges that the pump under-delivered medication during an infusion regime.